Event description:
Repair request initiated for device with a report of a bent foot. No patient impact was reported. This repair request was escalated to complaint on evaluation due to the footed portion being detached and missing. On follow-up, it was confirmed that there was no patient impact.

Manufacturer narrative:
Comments: report confirmed on evaluation. The footed portion was cut and detached. No patient impact was confirmed on follow-up. The user manual contains the following warning: "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."